Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the patient took a bath and the buttons are now not responding. The reporter examined the pump and noted that the keypad was torn. The keypad reportedly was responding appropriately prior to the bath. The reporter denies trauma to the pump, the patient reportedly wears the pump in their pocket. This report is being made based on the allegation that the keypad buttons were unresponsive.

Manufacturer narrative:
Follow-up #2: date of submission 11/24/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the pump keypad was observed to be torn near the up arrow button. The up arrow and contrast buttons were unresponsive to presses. The keypad was removed and contamination was observed under all of the button contacts. Unrelated to the complaint, the display screen was observed to be dim and discolored with a pinkish coloration.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4).animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.